Manufacturer narrative:
Clinical conclusion: a causal relationship between pd therapy with the liberty select cycler and the patient¿s hernia which required repair and temporary transition to hemodialysis therapy cannot be excluded. Per the nurse, the patient¿s hernia developed after the start of pd therapy. Hernia is a commonly known complication in pd therapy due to physiologic increased abdominal pressure from the dialysate during pd treatment which can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis patient (pt.) On continuous cycling peritoneal dialysis (ccpd) reported to technical support of having hernia repair and was temporarily on hemodialysis therapy. During follow-up with the pd nurse, it was reported the patient¿s hernia (unknown location) developed after the start of pd therapy. The nurse confirmed that the patient underwent outpatient surgical repair (unknown date). The patient is still receiving in-center hemodialysis pending surgical evaluation to determine if the patient can resume pd therapy. Additional information was solicited.